Event description:
Reporter alleged obtaining the results of 463 mg/dl, 550 mg/dl, 236 mg/dl and 247 mg/dl back to back within 10 minutes on the advantage system. Reporter stated he took a bolus of insulin as normal after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 463 mg/dl, 550 mg/dl, 236 mg/dl and 247 mg/dl back to back within 10 minutes on the advantage system. Reporter stated he took a bolus of insulin as normal after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.